Event description:
The patient was undergoing a laminectomy with spinal fusion. During palpation of the right l5 pedicle, the ball point probe broke and could not be safely removed. The surgeon believed that the risk of morbidity with attempted removal, outweighed any benefit. The broken portion (approximately 2.5cms) was left and disclosed to the patient.